Event description:
I had lasik eye surgery. My pupils were measured there at 7.5 but are actually 8 mm. Dr. Planned a surgery for me where an oval optical zone of only 6mm x 5.3 mm would be prepared. Dr. Did not inform me of the consequences to my vision. Dr. Also did not inform me of the risk for dry eye, or that my cornea was too thin for retreatment if things should not go well during the first surgery. When the ambient light becomes slightly dim my large entrance pupil allows scattered light from my untreated periphery to enter my eye. My prescription varies continuously with ambient light and therefore I am not correctable with glasses or contacts. The constant straining causes eye pain and headaches in addition to the eye pain I experience from corneal nerve damage from creation of the flap. I have metal debris lodged under both flaps as a result of the surgery. I have debilitating dry eye that impairs my vision and night myopia and gash from my inadequate optical zone. My eyes always hurt. My vision is never normal even in bright sunlight due to central microstriae and induced higher order aberrations. The surgery induced astigmatism in my eyes on a completely different axis from my original astigmatism.